Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device reflected a battery depletion (bd) alert. Data analysis confirmed the battery appeared to be depleting more quickly than expected . Device replacement was recommended. No additional patient adverse effects were reported. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time.